Manufacturer narrative:
The product complaint analysis team hs completed its investigation. The results of the investigation conducted by the appropriate engineers and technicians are listed below. Visual inspections & results: cam position: engaged/disengaged, disengaged; cartridge batch number: k47u6x; cartridge position: loaded; drivers present in cartridge: present/1/2up; firing knob position: back/partial, partially back; gapspace pin condition: good; hook latch position: open/closed, closed; instrument halves: joined/separate, joined; knife condition: good; staples present? Formed/unformed, in down drivers and swing tab postion: locked/unlock, locked. Functional tests & results: instrument safety lockout properly, yes; staples fire properly, yes and staples form properly, yes. Analysis conclusion: based on the info received and the visual and functional results, it was concluded that the reported incident was due to the staple retainer broken off inside the cartride which prevented the instrument from acheiving a full stroke. The instrument was received with the cartridge loaded on the instrument and the staple retainer broken off inside the knife slot. The staple retainer was removed and the instrument was fired with the returned cartridge. It fired and formed the rmaining staples as designed. It should be noted that when removing the staple retainer, it should be removed in an upward postion.if the retainer is twiested or torqued, it may cause the retainer to break. Mfg and engineering have been notified of the reported incident.

Event description:
It was reported during a sigmoid resection the surgeon fired the device and it locked out early. The firing knob only advanced half way. A new tlc55 was opened to complete the case without difficulty. There was no pt consequence.